Manufacturer narrative:
After battery installation unit gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to display anomaly. Unable to verify missing segments or partial display due to display anomaly. Unit received with minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not stop beeping. The customer stated they fell on the insulin pump. They took the battery off but the insulin pump was still beeping. The display was flashing. The customer¿s blood glucose level was 136 mg/dl. The customer was advised discontinue use of the device and revert to a back-up plan. The customer was advised that the device needed to be replaced. The device was returned for analysis.